Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through the (B)(6) clinical trial, approximately 3 years and 10 months post implant of a 23mm sapien 3 valve in the aortic position, the follow-up visit transthoracic echocardiogram (tte) showed worsening aortic insufficiency (ai). As the patient was having increasing shortness of breath (sob) with activity, and found to have aortic stenosis on subsequent tee and cath, a valve in valve procedure has now been recommended. Post index tavr procedure, the patient had trace ai. The 4-year follow-up visit tte reported mild to moderate central ai, mild to moderate mitral regurgitation (mr), mild to moderate tricuspid regurgitation (tr). Compared to previous study (3-year follow-up visit tte) there was an overall reduction in lvef and more bioprosthetic ai was seen. Approximately 4 weeks later, the patient was admitted for transesophageal echocardiogram (tee) and cardiac catheterization (left and right). The tee reported that the s3 valve leaflets are thickened and mildly restricted with mild prosthetic stenosis. There is moderate central and moderate paravalvular leak. There is mild aortic valve stenosis. The aortic valve peak gradient is 13.0 mmhg and the mean gradient is 7.0 mmhg. The aortic valve area measures 1.2 cm2. There is significant diastolic flow reversal in the abdominal aorta. Severe ai is present: ¿jet is central and extending down commissure that towards the interatrial septum¿. Severe mr present, with severe prolapse of both leaflets of the mitral valve. Severe tr is present. Per the latest report, the patient was undergoing work-up in preparation for possible valve-in-valve procedure.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause for the valve degeneration (worsening cai, leaflet thickening and valve stenosis) could not be confirmed with the available information. However, the patient¿s advanced age (93), progression of pre-existing valvular disease state and comorbidities may be contributing factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. Approximately 4 years and 3 months post tavr procedure, a second 23mm sapien 3 valve was implanted within the first 23mm sapien 3 valve. The aortic insufficiency was resolved and the patient was stable post procedure.